Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain. Review of event description: it was reported that a patient with long medical history with several surgeries on his right hip has been having progressively increasing pain over the last almost 2 months. This is a split case, for devices manufactured by zimmer inc., see (B)(4) (0001822565-2017-08545, 0001822565-2017-08546 and 0001822565-2017-08547). The patient had long history of pain and underwent right total tha; patient experienced 3 dislocation and was subsequently revised; afterwards the patient experienced infection of this hip and was revised again. Patient is now having progressively increasing pain over the last almost 2 months with probably chronic infected hip. Medical history with his right hip: 3,5 months post implantation dislocation with closed reduction (this case is filed under (B)(4) and for devices manufactured by zimmer inc., warsaw see (B)(4)). Second dislocation 1 year post implantation (this case is filed under (B)(4) and for devices manufactured by zimmer inc., warsaw see (B)(4)). Revision surgery after third dislocation (this case is filed under (B)(4) and for devices manufactured by zimmer inc., warsaw see (B)(4)) 13 days post implantation the patient was revised due to infection (this case is filed under (B)(4) and for devices manufactured by zimmer inc., warsaw see (B)(4) ) around 1 year post implantation, a surgery for irrigation and debridement due to swelling and a small lump was performed (this case is filed under (B)(4) and for devices manufactured by zimmer inc., warsaw see (B)(4)). Review of received data: doctor report, dated may 27, 2015 was received: the report can be summarized as follows: the patient is back (afer the surgery(debridement and irrigation) due to infection done 3 weeks ago). The patient is treated with oral antibiotics, but the hip infection seems not be under control. Over the last 2 months patient experienced increasing hip pain with swelling and redness. X-rays show thp in satisfactory position, no clear evidence of loosening, pe wear or osteolysis. Some radiolucency along proximal part of stem. The impression is, that this patient has a chronic coag negative staph infection. An other surgical debridement will be done within the next 2 weeks. For that surgery it is planned to exchange the pe liner and the ceramic head and rest in situ the other components, if they were found to be as well stable. Many other doctor reports of this very well documented patient history were received. However, the review of those with a summary of it, were done in the associated cases as part of the investigation and evaluation for that ones. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as they are still implanted. Root cause analysis: pain cannot be related to a single specific failure mode. A root cause analysis for pain is therefore not possible. However, the doctor report states about impression of a chronic coag negative staph infection, right total hip. Therefore, a root cause analysis was performed due to possible infection: determination using rmw: non-sterile device is implanted due to sterilization process failure not possible , the sterilization method is validated according to the sterilization specification. Non-sterile device is implanted due to contaminated device due to packaging failure. Possible, the packaging of the product is validated according to the packaging specification . Nevertheless, one should check the product before opening the packaging regarding the existence of any imperfection/deformation. Non-sterile device is implanted due to surgeon resterilizes head . Possible, IFU (chapter "warnings single use only do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage. Possible, the handling of the device is out of zimmer biomet control. Non-sterile device is implanted, cross contamination due to explanted ceramic head is reused with the same or new femoral stem . Possible, IFU (chapter "warnings single use only do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head). Possible, IFU(chapter "warnings - single use only - do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Conclusion summary: it was reported, that a patient with a long medical history has been having progressively increasing pain with swelling and redness. A revision surgery is scheduled for the next two weeks. The surgeon had the impression that the patient has a chronic infected hip with coag negative staph. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. It is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on the right side on (B)(6) 2014. Currently, the patient is being monitored due to progressive, increasing pain. He is diagnosed with coag. His doctor plans another revision.